Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the airway mobilescope exhibited a residual liquid or foreign material come out of channel tube (ch-tube). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use. The event can be prevented by following the instructions for use (IFU): instructions for maf-dm2/gm2/tm2 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for maf-dm2/gm2/tm2 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.